Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed muscle spasms in their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s chiropractor treated the patient for their back spasms. Follow up indicated that the spasms improved.